Event description:
It was reported that this right ventricular (rv) lead had fracture causing this led to exhibit high pacing threshold. This lead remains in service. No adverse patient effects were reported.